Event description:
It was reported to boston scientific that a jagtome rx 44 was used in the papillla during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke during the second incision. Reportedly, no part of the device was detached insidethe patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a jagtome rx 44 was used in the papillla during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke during the second incision. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.